Event description:
It was reported to philips that the device displayed a cannot analyze ECG inop during 12-lead ECG and did not give a 12-lead interpretation. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.